Event description:
Initial information was received on (B)(6) 2011 from a dentist. A (B)(6) male patient was administered duraphat dental suspension tube (lot #910779 and expiration date 31jan2013) and fainted, fell, and lost consciousness. The dentist contacted an ambulance to be on the safe side. The ambulance administered oxygen and transported the patient to the hospital. Additional information was received from the reporter on (B)(6) 2011. On (B)(6) 2011, the patient was administered his dose, as recommended after a filling. He stood up from the dental chair, fell to the floor and did not come around after seven to eight minutes. The reporter called an ambulance, which then provided the oxygen. The patient came around but fainted again and was then transported to the hospital. The reporter felt that use of the toothpaste may have possibly been related to the event. At the time of the report, the outcome was unknown. (B)(4).